Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer that the insulin pump was under delivering the insulin. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. The customer was treated with insulin pens. The customer stated that the pump was not giving insulin .the customer alleging possible pump an under delivery. The customer declined to check for the presence of leaks or air bubbles in the tubing and check the settings. The customer was advised to change entire set, reservoir and insulin and treat per health care professional¿s recommendation. The insulin pump will not be returned for analysis.